Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the reported signal loss and the dried saline noted within connector plug. The catheter met specifications during electrical, insulation, temperature, and optical fiber testing.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.